Event description:
The customer observed falsely decreased tsh results while using the architect tsh assay. The customer provided the following data (?iu/ml): (B)(6) 2012: 43.26, retests 48.5337, 44.4860, 57.3061, 43.2602. The results from (B)(6) 2012 did not align with the patient history: (B)(6) 2012: 210.17 ?iu/ml and (B)(6) 2012: 170.30 ?iu/ml. The specimen was tested by auto dilution and manual dilution, each which aligned with the patient history: auto dilution (x5) 115.1216, 114.7253, 114.1453, 101.7997; manual dilution (x2) 116.6685; manual dilution (x3) 119.6123; manual dilution (x10) 131.0362. There was no adverse impact to patient management reported.

Manufacturer narrative:
Additional information was received by the customer on (B)(6) 2012 indicating the issue, decreased tsh results while using the architect tsh assay, was caused by user error. The customer indicated that improper handling during the blood collection was the cause of the decreased results. The customer completed heterophilic antibody testing which determined that the concentration of tsh value was high and comparable to the patient history. The customer also completed dilution linearity testing and the results were linear as follows: initial result (uiu/ml)/ equivalent value (uiu/ml) no dilution >100.0000 n/a auto dilution 140.2824 n/a x2 dilution 67.7391 135.4782 x4 dilution 34.6742 138.6968 x8 dilution 17.1828 137.4624 x16 dilution 8.8186 141.0976 x32 dilution 4.5111 144.3552 based on this additional information from the customer it has been determined that no malfunction and no deficiency of the architect tsh assay, ln 07k62-25, was identified. Device evaluation will no longer be completed.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.